Event description:
It was reported that 64,400 syringe 5ml ll bns had scale marking issues. The following information was provided by the initial reporter: "it was reported that during inspection the printed graduation marks were found incomplete. During visual incoming inspection of 5ml syringe p/n: (B)(6), the printed graduation marks were found incomplete. Per cosmetic criteria, the printed graduation marks and numbers must be legible, complete and without print smearing.".

Manufacturer narrative:
H.6. Investigation: one photo and five loose 5ml syringes were received and evaluated. It was observed all the syringes had a small portions of grad lines missing from the 1ml to the 1.6ml marking. No single item was missing more than 50%, which were acceptable per product specification. The potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 64,400 syringe 5ml ll bns had scale marking issues. The following information was provided by the initial reporter: "it was reported that during inspection the printed graduation marks were found incomplete. During visual incoming inspection of 5ml syringe p/n: 70124887, the printed graduation marks were found incomplete. Per cosmetic criteria, the printed graduation marks and numbers must be legible, complete and without print smearing."